Event description:
The stent was deployed 4 weeks ago. The physician went to remove the stent and the string broke. The physician was able to pull the distal string, however, this pushed the stent into the stomach. The stent was not able to be removed early next week, after the pt's system calms down.

Manufacturer narrative:
The device involved in the complaint was not returned for evaluation; therefore the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The device is not intended to be removed and is considered a permanent implant. In this case, the physician went to remove the stent and the string broke. The instructions for use, ifu0061-4, instructs to re-position the stent with a forceps and indicates that the stent is not intended to be removed. Prior to distribution, all evo-fc-18-23-8-e devices are subjected to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for the evo-fc-18-23-8-e device involved in this complaint report could not be reviewed as the specific lot number of the complaint device was unknown. A review of the 2-year complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is low. No corrective action is warranted at this time. However, complaints of this nature will continue to be monitored.